Event description:
Additional information indicated that the infusion life-sustaining. The patient was able to receive remaining infusion volume via functioning pump. The serial number is still not able to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump was "beeping at odd times when nothing is wrong." It was reported that the medication was administered continuously via intravenous therapy. It was reported that the patient did not miss any therapy and no adverse patient effects were reported.